Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an operative laparoscopy, bilateral salpingo-oophorectomy (bso), tension-free vaginal tape, and cystoscopy procedure performed on (B)(6) 2020 for the treatment of hydrosalpinx, stress incontinence, and chronic pelvic pain. As reported by the patient's attorney, the patient had experienced an unspecified injury.